Event description:
It was reported that a physician implanted an x-stop device into a pt. Reportedly, the pt developed septicemia secondary to a possible bowel obstruction. Three days post-op, the pt experienced metabolic acidosis and acute renal failure; the pt expired. No add'l info was reported.

Manufacturer narrative:
Device not retured.